Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, wire is attached to the packaging. Upon initial inspection of the returned sample, it was observed that the copolymer was separated from the tyvek. The seal area was examined under magnification and there is evidence that the suture was caught trough the seal area. In addition, the suture was inspected and was noted to be damaged (crushed) at the end of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H3 investigation summary : the product was returned to ethicon for evaluation. One open overwrap packet, one empty folder and one dispensed suture were received for analysis. Product code p1666t. Upon initial inspection of the returned sample, it was observed that the copolymer was separated from the tyvek. The seal area was examined under magnification and there is evidence that the suture was caught trough the seal area. In addition, the suture was inspected and was noted to be damaged (crushed) at the end of the suture. Based on the information currently available, suture in the seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional h11: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4), device property of -->none, device in possession of -->none. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "